Event description:
It was reported that the patient's vns is showing high impedance. The patient reported a fall in which the generator came loose and moved, and the patient moved the vns back. Painful stimulation was reported. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent vns full revision. The explant facility is known to discard all explants. No additional relevant information has been received to date.